Event description:
Additional information was received from the patient stating that when they go to deliver a bolus it is supposed to deliver pretty quickly but it is taking quite a long time to deliver the bolus. Agent walked patient through closing all apps and clearing patient data services. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Product ID hh9020tdd serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal bupivacaine and fentanyl via an implantable pump for non-malignant pain. The patient reported they were in to see their healthcare provider yesterday and the healthcare provider upped the dosage and told the patient they were supposed to have 7 boluses. Patient stated the myptm was not retrieving the pump settings past 90% since today. Patient went into therapy details and was able to see the 7 boluses prescribed. Agent walked patient through clearing the data on the handset. The troubleshooting steps that were taken on the call resolved the issue.